Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Update: b5.

Event description:
The customer reported that the handpiece started to lose liquid and that the issue was found during preparation for use before procedure. There was no patient infection or operator ham.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera ii duodenovideoscope had leakage from the rear switch button (#4). There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a leak at the forceps elevator and foreign material at the distal end and light guide lens.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; due to a crack on the switch box, and due to a dent at switch #4, water tightness was lost, and the scope body had a crack. In addition to the leak at the forceps elevator and foreign material at the distal end and light guide lens, the evaluation findings are as follows: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, due to wear of the angle wire, bending angle in the "down" direction did not meet standard value, the connecting tube had wrinkles, the adhesive around the light guide lens had a crack, the adhesive around the objective lens had a crack, and there was corrosion around the forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.